Event description:
The patient's caregiver reported the right device system was removed due to infection. The device system was not returned to the manufacturer for analysis. Additional information has been requested by medtronic form the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.